Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc). Technical services (ts) was consulted and explained there was undersensing on a t wave. True ventricular fibrillation (vf) events noted but they all appear to be induced during the right atrial automatic threshold (raat) test. The device remains in service. No adverse patient effects were reported. Additional information obtained, right atrial (ra) lead threshold testing puts patient in ventricular fibrillation (vf).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc). Technical services (ts) was consulted and explained there was undersensing on a t wave. The device remains in service. No adverse patient effects were reported.